Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. According to the user the product was tested/flushed prior to use and no issues were noted. Therefore, it is likely that the damage occurred while handling the device during the procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the syntel otw has a pin hole at hub of working end and blood was squirtting out. A new catheter was used. Patient was bleeding and on the table longer than expected. No further complications or injury was reported. Patient was doing fine after the procedure.